Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced a post-operative deep vein thrombosis (dvt).

Manufacturer narrative:
The dvt is reported to have resolved. If information is provided in the future, a supplemental report will be issued.